Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Re-implantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on december 09, 2022.